Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states one of the pins that couple the head and foot springs together has come off.